Event description:
It was reported that a screwdriver used during surgery had no torque tolorance and therefore stripped the center screw. Two drivers were used when the center nut was found to be stripped so it was not known which driver was causing the issue. The screw did not have to be replaced during the surgery and was left in the construct. No patient issues were reported and the surgery was completed successfully with no other complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis results "optical examination did not reveal cracking, fracture or material/functional at driver tip. X10 driver 5.66mm (+/-0.03 mm) hex form was dimensionally evaluated and found to be within print specification. Functionally evaluated drivers for stripping of crosslink center nut; two crosslink center nuts were tightened per instrument until three torque ratchet clicks were audible, and optically reviewed for hex nut stripping. Although witness marks were noted on both samples, no material plastic deformation of hex or stripping was noted. Unable to duplicate customer concern; after macroscopic, functional and dimensional evaluation, the instrument appears to function as intended."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.